Manufacturer narrative:
(B)(4). A visual and functional examination of the complaint device could not be performed since the device is not available for analysis. Given the event description, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a speedband superview super 7 device was used during an endoscopy with esophageal banding procedure performed on (B)(6) 2015. According to the complainant, during preparation outside the patient, the speedband device was tested and the physician noticed that the device did not fire the way it normally does. The bands were able to deploy individually but there was a noticeable delay in releasing the band from the ligator head. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.